Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) in both the eyes four days post treatment. Dlk was resolved by increasing topical steroid dosage. There was no loss of best corrected visual acuity (bcva) reported.